Manufacturer narrative:
Arjo was informed about the incident with the maxi sky 440 ceiling lift involvement. The customer reported that when lowering the strap, the strap unwound itself until completely detached from the rest of the ceiling lift. There was no indication of patient involvement, nor injury sustained. After the event an arjo representative visited the customer to evaluate the equipment. The technician found no damage to the strap or the ceiling lift. During the device evaluation, the service technician observed that the strap loop inside the lift housing was properly stitched and that the screws on which the drum with the winded strap is attached, were in the correct place in the drum. While reviewing service history of this device, we found that during the last service, that took place in september 2021, the damaged strap was replaced with a new one. It is suspected that the technician responsible for performing the previous service could fail to fix the strap loop on the lower screw of the drum. As a result, the strap was attached to only one screw. Therefore, during unwinding, the strap unwound too much and, as a result, detached from the drum. Based on the above information, it can be concluded that the most likely cause of the reported incident was an error during a recent equipment service. We have not found similar errors in the past, therefore it is considered singular, and not systematic. To sum up, the maxi sky 440 ceiling lift was not being used for a patient treatment but the device failed to meet its performance specification since the strap of the lift unwound itself and detached from the rest of the ceiling lift. The complaint was deemed reportable due to the allegation that the strap of the ceiling lift unwound itself and detached from the ceiling lift. No injury was sustained.

Event description:
Arjo was informed about the incident with the maxi sky 440 ceiling lift involvement. The customer reported that when lowering the strap, the strap unwound itself until completely detached from the rest of the ceiling lift. There was no indication of patient involvement, nor injury sustained. After the event an arjo representative visited the customer to evaluate the equipment. The technician found no damage to the strap or the ceiling lift.